Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
H10: catalog number and lot number of device is unknown - full UDI/gtin is not available.h6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.